Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of either loosened supporting ligaments surrounding the join and /or hip range of motion sufficient to initiate lever-out of the femoral head, which allowed for dislocation. Associated with 1038671-2019-00101.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision due to dislocation. The surgeon opened the joint in his normal fashion. The surgeon noticed that the patient was having issues with dislocating. The surgeon decided to change the poly and head. Once the surgeon did this the patient seemed to have greater stability. The surgeon then implanted the final implants. The patient left the operating room in stable condition.